Event description:
This is a report of a patient who experienced a leak in a transfer set while performing peritoneal dialysis (pd) therapy. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Visual inspection was performed with naked eye and clemex intelligent microscope, with no issues noted. Functional tests performed included device to device testing, leak testing, clear passage testing, and clamp function testing. Leak testing was performed by underwater pressure testing with no leak noted. Integrity of seal surface test performed with no leak noted. Clear passage performed with no issues noted. Clamp function testing performed with no issues noted. All functional testing passed and product met specification. The reported problem could not be verified. Therefore, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.